Manufacturer narrative:
Section b5: the following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due to history of left leg deep vein thrombosis (dvt). During filter implantation via right common femoral vein, the filter was placed in the infrarenal level. No complicating feature was noted. According to the information received in the patient profile from (ppf), approximately on or about four years and ten months post implantation of the ivc filter the patient became aware of the alleged events and reports to have migration of entire filter other than to heart, and tilt of the ivc filter. The patient had a CT scan and discovered the failures listed above. Additionally, the patient states to suffer from pain and swelling in lower extremities, cannot walk long distances without experiencing shortness of breath, cannot play or run around with grandchildren, cannot walk dog, as well as anxiety and mental anguish from concerns the filter will move further and cause other injuries. Section b1: product problem (e.g., defects/malfunctions). It was reported that a patient underwent placement of trapease vena cava filter. The information provided indicated that the filter subsequently tilted and migrated. The patient also reports pain and swelling in lower extremities, cannot walk long distances without experiencing shortness of breath, cannot play or run around with grandchildren, cannot walk dog, as well as anxiety and mental anguish from concerns the filter will move further and cause other injuries. The indication for the filter implant was left leg deep vein thrombosis. The filter was placed via the right common femoral vein and deployed in the infrarenal level. There were no complications noted. Approximately four years and ten months post implantation of the ivc filter the patient became aware of the alleged events. The patient reportedly, unknown date, underwent a computed tomography scan and discovered the migration and tilt of the filter. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling and pain of the lower extremities. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Without images or procedural films for review, the reported filter tilt and migration could not be confirmed, and the exact causes could not be determined. Anxiety, shortness of breath, pain, and swelling do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of ivc filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.